Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification as the atrial connector was broken / cracked and contaminated with a white residue. It was also noted that the internal patient cable assembly required replacement as incoming tests on automated test system could not be performed otherwise. Four user / encoder knobs and the backside metal hanger were missing. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the external pulse generator (epg) which was returned for servicing of the hanger and knobs. Subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.